Manufacturer narrative:
D4: updated. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed no errors or faults related to the complaint, and there was no service history within the past 12 months. Visual inspection identified that the downstream occlusion (dso) seal was torn. This confirmed the complainant¿s allegation. The dso seal was replaced, and the probable cause was determined to be normal wear and tear. Following the repair, the device successfully passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump has ripped and bubbled downstream (dso) seal during testing. There was no patient involvement, and no patient harm.